Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported the disposable tubing was detached, tubing detached from the base of its leuer lock port, the port was still attached to the microclave valve which was still attached to the PICC line and patient missed a dose. No adverse patient effects were reported by the customer.